Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support (cts) for assistance with stopping a bolus from being delivered; however, before cts could assist the customer, the pump completed delivering the bolus request of 8.13 units. The customer confirmed having 20.78 units of insulin on board (iob- active insulin in the body). Review of the pump history showed that the customer had programmed a bolus request for a carbohydrates value of 155 grams and a blood glucose (bg) value of 167 (mg/dl), and delivered an unintended bolus of 20.78 units. Then shortly after, the customer programmed another bolus request for a carbohydrates value of 55 grams and a bg value of 167 (mg/dl), and delivered 8.13 units of insulin. Recommendation was made to closely monitor bg level, and consult with health care provider on how to treat bg level should an adverse event occur. At the time of the call, the customer's bg level was 206 mg/dl. During a follow-up call, the customer confirmed bg level was at target level of 130 mg/dl.